Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099626. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm. The reaction was described as burning under the sensor patch causing scarring and medical treatment with unspecified antibiotics. Photographs were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. It is unknown which photos relate to the event for this file. The probable cause could not be determined. No additional event or patient information is available.